Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1013538 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot 1013538, test base part number 190-430 /lot 1013538. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013538 showed that the complaint rate is (B)(4).

Event description:
The customer reported a false negative result with theid now covid-19 performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. The nasopharyngeal swab was used to swab both nostrils. Repeat testing was performed on (B)(6) 2021 with a new nasopharyngeal swab using the ID now covid-19 generated negative results. Roche z480 rt-pcr -confirmation testing on nasopharyngeal swab eluted into vtm generated positive results (CT values =36, e gene). The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.